Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two mentor memorygel breast implant prostheses (200cc, 250cc) and suffered several unexplained systemic symptoms, including fatigue, musculoskeletal pain, fibromyalgia, neuropathic, headaches/migraines, sleep problems, frequent awakenings, anxiety, concentration difficulties, heart palpitations, gastric pain, gas, burps/bloating, vestibular symptoms, acne, metallic taste in the mouth, and night sweats. No device issue was reported. The root cause of the patient¿s symptoms is unclear. Since no contact information was provided, mentor is unable to follow up for clarification on the reported event. However, if additional information is received in the future, a supplemental report will be submitted. This report is for the 200cc prosthesis.